Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n149539, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709, lot# j11141r19, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
During the routine pump replacement procedure, they were planning to only replace the pump. During the procedure, the surgeon was not able to get the sutureless pump connector off of the pump. As he started to remove it, the white plastic portion became disconnected from the metal ring, so it needed to be replaced. The decision was then made to replace the entire catheter with a newer model of catheter. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿. The device system was delivering gablofen.

Manufacturer narrative:
Analysis of the catheter revealed difficulty with sc connector led to explant. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.